Event description:
It was reported that during a lobectomy, the device locked out at the second stroke and wouldn't release the tissue. Cut the tissue with scalpel and additional suturing was performed. No adverse patient consequence.